Event description:
It was reported that the permanent cautery spatula instrument insulated tip was noted to be chipping off during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the ceramic sleeve was broken at the distal end. The broken fragment was not returned with the instrument. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed one grip cable on one side of the distal clevis was derailed from the distal idler pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were undamaged. No other damage was found.